Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image was not sharp. The event occurred during setup/inspection for use. There were no reports of patient involvement.

Event description:
No more information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4 and h6. Corrected fields: e1 and g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of camera unit and damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (poor watertightness of camera unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.